Event description:
A report was received of a pt's leads poking out of her incision site and making the area very sore. The physician determined that the pt had a small seroma. No surgical intervention was provided. The pt is reportedly doing well.